Manufacturer narrative:
The device remains implanted.. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with decreased visual acuity, a deep anterior chamber, 4+ cell, fibrin and a 1mm hypopyon. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Patient was treated with oral pred 50 mg daily for 3 days and prednisolone. In the surgeon¿s opinion, the most likely cause of the event was the implanted iol. Patient outcome was reported to be good.

Event description:
Additional information received. The patient was seen three weeks post iol implantation and the tass resolved after treatment.

Manufacturer narrative:
Updated b5, b6, d10, g3, h2 and h11.